Event description:
The complainant had an automated impella controller (aic) error alert with cockle prior to procedure. The aic was replaced with another aic. No patient involvement was noted.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.